Manufacturer narrative:
Device is a combination product.(B)(4).device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred.while the 3.5x20mm ion stent was being loaded over an unspecified guide wire, it was noted that the stent struts were sticking up. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a taxus element/ion stent delivery system (sds) with no original packaging or other devices. There was blood in the guide wire lumen and on the outer surface of the balloon. The balloon was tightly folded and the stent was between the markerbands. The first row of the stent struts was stretched and bent back distally. The stent moved 1 mm from the distal end of the proximal markerband. The damage to the stent may have contributed to the stent movement. The tip of the sds was damaged. There was no evidence of material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.the most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred.while the 3.5x20mm ion stent was being loaded over an unspecified guide wire, it was noted that the stent struts were sticking up. The procedure was completed with another of the same device. No patient complications were reported.